Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, safety valve test and the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and the issue has been resolved by replacing the expiratory pressure transducer printed circuit board (pcb). The replaced pcb was returned for further investigation. Simulated use testing of the returned expiratory pressure transducer pcb failed the pre-use check with internal leakage test, pressure transducer test and patient circuit test. During ventilation, peep low alarmed. Peep was lower than set, 0 instead of 5 cmh2o the conclusion is that the pressure sensor drifted over time due to a substance inside the sensor cavity, which led to incorrect pressure measurements. The ee-prom memory is also corrupted. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: #(B)(4).